Event description:
It was determined that the catheter was disconnected from the pump port; medication was being delivered into the soft tissue. The pump was turned off 2008; seven days later, the pump alarm was sounding. The pt did not have any symptoms. The pt stated she needed to make a decision whether to have the catheter fixed or just remove the entire system. The pt was encouraged to contact her healthcare professional. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.